Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event could not be confirmed as the device performed as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reports that during a thoracotomy procedure, the tissue was stapled, cut and then irrigated. During the irrigation, the surgeon saw air leaks. It appeared as if the staples were not formed correctly. The staple line was over sewed with suture. The patient is ok.